Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Also, moisture damage on electronic assembly and vibrate motor during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that moisture in the insulin pump and had motor error during the priming. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was not exposed to high magnetic field. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer had a cloud on the screen, but stated it was not moisture. The device will be returned for analysis.